Event description:
It was reported that while using the zimmer air dermatome the skin was cutting thicker than the set thickness. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/11/2003 and was last repaired on 08/12/2013 for a non-related issue. Evaluation of the device observed damage to the head, control bar, neck of the handpiece and throttle lever. Prior to repair, the device was outside calibration specification only at the zero thickness setting. The thickness setting utilized during the reported event is unk and the customer did not return any associated blades with the unit. The customer's reported event was not reproduced during testing and a cause could not be determined; however, improper handling by the user likely caused the lack of calibration at the zero thickness setting and damage to the head, control bar, neck and throttle lever. No information is known regarding the technique or methods utilized by the user during the reported event; however, applying excessive downward pressure while taking the graft can cause the dermatome to take a graft which is thicker than desired. The device was serviced and returned to the customer.